Event description:
It was reported the customer had discrepancies between their sensor glucose and blood glucose readings. Customer's blood glucose was 277 mg/dl and their sensor glucose read 80 mg/dl. Customer also stated the differences in their readings would prompt the threshold suspend feature on their insulin pump. Customer was advised of the proper techniques to avoid inaccurate readings. It was found the customer had bent cannulas on their previous sensors. The customer's sensor will also be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.